Event description:
It was reported that the lightsource's power button did not stay on. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Additionally, faulty switch harness and debris inside the air tubing were found reportable during device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely that faulty switch harness led to the malfunction. A definitive root cause could not be established for debris inside the air tubing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.